Manufacturer narrative:
Two (2) used/damaged aes-90s arthroscopic energy 90 degree probes were returned to conmed for evaluation on 14-dec-2015. Visual inspection by the r&d engineer found the two probes were received with broken/missing ceramic and extremely deformed housings. Further examination of probe #1 found the epoxy at the top of the housing had been lost and there was no epoxy remaining on probe #2, and that the electrode had been twisted 180 degree through the housing. The physical damage noted on the returned probes is characteristic of very aggressive usage. Based on available information it is believed that the most probable cause of this report problem was use related. This lot with the UDI #(B)(4) was manufactured on 20-oct-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to this type of damage to the probes. Of the lot containing (B)(4) units, there was no other similar complaint received with for this item and lot number combination. A review of the complaint history for the device family shows there have been no serious injuries or death related to this reported problem. No further action is planned at this time. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. This is a new product and is currently under review by the new product quality engineer (npqe). To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage.

Event description:
The end-user facility reported that during use of the aes-90s arthroscopic energy 90 degree probe with the arthroscopic energy generator (aes-1) in a hip arthroscopic procedure, the surgeon noticed "the entire head of the electrode eroded leaving behind just the face and shaft of the probe and that a small piece of ceramic was removed from the joint." It was also reported that at first the probe did ablate effectively and performed normal but rapidly eroded after a few minutes. A back-up electrode probe was used to complete the surgery with only five minutes delay reported. As reported, the hip arthroscopic procedure was otherwise completed as planned with no further complications or serious injury to the patient.